Event description:
It was reported that the upper display will not illuminate. The customer states that the upper display is completely dark. It is unsure if there was an audible alarm. The unit will not engage in monitoring activities. Customer states that it is unk if there was a pt being monitored. Additional info received indicated that the battery indicator was not lighting up and the display for spo2 was not showing any values. The device case was damaged and customer had replaced it. It is unk if the malfunction occurred during pt monitoring. Customer stated that it was probably discovered during routine check. No known impact or consequence to pt.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the upper display was blank. A component on the system board was found to have sheered from the bond pad due to mechanical overstress. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over eleven (11) years with no previous reported issues related to this reported event.